Event description:
The complaint reported that the balloon snapped when inserting into the scope during achalasia dilatation. There were no pt adverse effects.

Manufacturer narrative:
This device has been received by this MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.